Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens and the lens tore. There was no patient contact or injury.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found a large piece of the lens optic and both haptics torn off and missing. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.